Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the suture broke when the doctor was trying a knot. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.